Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd eclipse¿ needle experienced a mix of product types in a pack, and incorrect label information. The following information was provided by the initial reporter: material no: 305761, batch no: 329086. Please be advised that we just realized that we have boxes of item 305759 from bd, lot # 0115011 which have item 305761 mixed in. Kindly note that item 305761 was also labeled with the same lot# associated with 305759. We have a total quantity of 745 each of the items.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that at least one bd eclipse¿ needle experienced a mix of product types in a pack, and incorrect label information. The following information was provided by the initial reporter: please be advised that we just realized that we have boxes of item 305759 from bd, lot # 0115011 which have item 305761 mixed in. Kindly note that item 305761 was also labeled with the same lot# associated with 305759. We have a total quantity of (B)(4) each of the items. D.1. Medical device brand name: bd eclipse¿ needle. D.1. Common device name: hypodermic single lumen needle. D.2. Medical device type: fmi. D.4. Medical device catalog #: 305759. D.4. Medical device lot #: 0115011. D.4. Medical device expiration date: 2025-04-30. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA/510(k)#: k161170. H.4. Device manufacture date: 2020-04-24.

Event description:
It was reported that at least one bd eclipse¿ needle experienced a mix of product types in a pack, and incorrect label information. The following information was provided by the initial reporter: please be advised that we just realized that we have boxes of item 305759 from bd, lot # 0115011 which have item 305761 mixed in. Kindly note that item 305761 was also labeled with the same lot# associated with 305759. We have a total quantity of 745 each of the items.